Event description:
The complainant reported that an impella cp was implanted in a patient. On day 2 of support, the patient coded, and it was noted that the impella was not in the correct position and there were continuous alarms for suction. The impella was found to be too shallow and was repositioned. Later, it was noted that the patient¿s potassium was elevated to >7 mmol/l and nephrology was consulted. The patient¿s epinephrine requirements increased, and it was reported that the impella alarmed and the patient then coded. A return of spontaneous circulation was achieved, however the family decided to not escalate care. It was noted that the patient expired.

Manufacturer narrative:
A. Patient information is unknown. B2. Date of death information was not available in the complaint record accessible for MDR assessment at time of reporting. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Clinical symptoms (cardiac arrest): the cause of the injury was not determined due to insufficient clinical details. Pump suction / device in wrong position: the pump was not returned for investigation. Data log shows several pump suction alarms, with a related drop in flow and fluctuating placement signal, while running on steady p-level. There were also suction events when the pump was turned to p2, with dampened motor current noted. There were a few "pump position in ventricle" alarms triggered during the suction event around. The cause of the suction issue was most likely use-related, specifically due to suboptimal device positioning, and was resolved with appropriate repositioning. However, the cause of the pump position issue was not determined without returned product investigation and sufficient clinical details. Device history review: the device passed all post sterile inspection checks.